Event description:
Report received of an over-delivery. Two days before the event, the pump was programmed to deliver 10mg/dl of morphine in the continuous + bolus dose mode with a continuous rate of 3mg/hr, a 2mg bolus dose, and a 15 min patient lockout. The home care nurse went to the patient's home on the day of the event and found the pump delivering at 3ml/hr, instead of the intended 3mg/hr and the solution bag was reported "to be empty but the pump was still pumping". An unspecified audible alarm was reported. There was no air noted in the tubing set. There was no reported adverse patient effect and no medical intervention was required. Though requested, no further information was available.